Event description:
Medtronic received a report that during the operation, the detacher device was used but failed to detach. Battery replacement, physical detachment and other methods were also used, but none were successful. Later, the stent was replaced with another brand to complete the operation. It was reported the solitaire failed to open. The stent was deployed in the clot for 2 hours. The stent was removed from the patient. There was no kink or damage to the stent. CT was used during the procedure. The stent was positioned in a bend.  It was noted the patient's vessel tortuosity was normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The solitaire was used off-label as the solitaire fr devices are not intended to be detached. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis of sfr-6-30, lotno:b501580 ¿ damage location details: no bends or kinks were found with the solitaire fr pusher or marker coil. The solitaire fr marker coil was found pushed up against the stent proximal marker, covering the stent detachment zone. The stent proximal marker glue dome was found damaged. The stent was found fully open and the stent¿s non-working and working length struts were found to be in good condition. ¿ testing/analysis: due to its damaged condition, the solitaire fr revascularization device could not be used for detachment testing. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure to open¿ report could not be confirmed, and the cause could not be determined. The returned solitaire fr stent was fully open and in good condition. Regarding the customer¿s ¿non-detachment¿ report, the issue was confirmed as the stent was still attached to the pusher. The marker coil was found covering the stent detachment zone, which would likely contribute to the reported non-detachment issue. The marker coil and stent damage can occur if the device is advanced against resistance. However, the cause of the damages could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.